Manufacturer narrative:
The event date was approximated, the exact onset date of the infection was not available. (B)(4). The device was explanted for an unrelated event and returned for evaluation. That event is reported under medwatch MFR report #2916596-2016-00862. Approximate age of device ¿ 5 months. A correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned with the driveline cut approximately 11.5 inches from the pump housing; the severed portion of driveline was returned. Continuity testing on the returned portions of driveline revealed no shorts or discontinuities. Examination of the shielding and bionate revealed no anomalies. It was reported that the presence of a colostomy may have been a potential contributing factor. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital with a pseudomonas infection at the driveline site on an unspecified date in (B)(6) 2016. The patient was treated with ciprofloxacin. The patient has a colostomy which was reportedly a potential site for contamination of the driveline. No additional information was provided.